Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the event likely occurred due to use of a non-olympus lamp.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a conclusive root cause could not be determined; however, through communication with the user, performed by olympus technical support, it was determined the user facility utilized a non-olympus lamp. Technical support advised the user to utilize an olympus branded lamp. The instructions for use contains the following statement: warning: ¿never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿

Event description:
A user facility reported to olympus that the main lamp was not igniting and the spare lamp was on. There was no patient injury or harm, associated with the problem, reported to olympus.